Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a normal generator change. Prior to the procedure an x-ray was taken, and externalized conductors were noted on the right ventricular lead. The lead was capped and replaced, and the patient was stable post procedure.